Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 07/22/2014. The product associated with this report has not been returned as the device was not explanted. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with the complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergic reaction is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. Reporter did not provide contact info so follow up cannot be conducted to gather add'l info.

Event description:
Healthcare professional reported that the pt had an "allergic reaction" after being implanted with the lap-band system. Reporter stated the hosp will be "treating" the pt but did not have any details on the treatment. The device remains implanted.